Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm® voluma¿ xc. By the second month, the patient noticed a ¿nodule.¿ the next month, the patient was examined, and the nodule was confirmed as ¿rock hard¿ bilaterally, but only visible on the left cheek. The patient was treated with 20 mg prednisone for 7 days. Event is ongoing.

Event description:
Additionally, the healthcare professional reported that the patient was injected with 1 ml of juvéderm® voluma¿ xc. The prednisone was provided the month after onset. The nodule was significantly smaller when the prednisone was completed.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a6, b5, d6a, and h8.